Manufacturer narrative:
Correction to the d8 and g3 of the initial medwatch. The aware date should be 30 jul 2024. Updated information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. No physical damage was noted in the area where foreign material remained. From the obtained information, it is unknown if the reprocessing was conducted following the instructions for use (IFU) reprocessing steps. The root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the IFU. IFU states that the detection method in bf-1t260, bf-260, bf-p260f, bf-xp260f, ronchofibervideoscope, bronchovideoscope, evis lucera. IFU states that preventive measures in bf-1t260, bf-260, bf-6c260, bf-p260f, bf-p260f, bronchofibervideoscope, bronchovideoscope, evis lucera. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis lucera bronchovideoscope to the service center. During inspection of the returned device, it was observed that foreign material was found on tip cover and on the insertion part of the curved rubber. The customer did not report any patient user injury or harm reported to olympus.